Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device confirmed the reported foreign material in the device, but did not confirm the reported flushing issue. The foreign material was an in-process mandrel used on the manufacturing line. Abbott vascular (av) performed a search of the complaint database for the products part number/lot number and found no other incidents for foreign material. Av reviewed the products lot history record and found no manufacturing nonconformities related to the foreign material. Av conducted a broader review of the complaint database and manufacturing records for a time period of 39 months and found no other occurrences of the same failure mode. There is no indication to suggest impact to a wider population or systemic issue. Ave will continue to monitor the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a femoral artery. A 5 x 40 mm armada 35 balloon catheter was being flushed during preparation; however, the device could not be flushed and a piece of metal was found in the lumen. The device was not used. Another 5 x 40 mm armada 35 balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.